Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 224 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the error code to only occur when the power cord was completely disconnected and reconnected repeatedly while in use. Evaluation did not identify any component discrepancies associated with the reported symptom.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.